Event description:
It was reported that at 61,216 joules while using the side firing surgical fiber during a prostate procedure, the aiming beam was firing straight and the fiber kept going into stand by mode. Time expended 13:15 minutes. The procedure was completed using second fiber. There was no patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on failure analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.